Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member via a user facility regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was implanted in 2016. When they changed the dressing 2 days later, they discovered a nightmare. The patient¿s back had a terrible black bruise on the left side. Their kidney ceased to function due to blood flow but the real problem started as a bone spur was pressing on a nerve in their spine. It was noted that they replaced both hips. It took 3 operations to remove some of the stimulator and only now were they addressing the back because the patient could barely walk. It was noted the patient ¿had a hole in their back for over 3 years while metal cut its way out through their skin¿. No further patient complications were reported as a result of this event.